Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the hanger assembly of the device was broken. It was also noted that both output connectors of the device were broken, and the upper case, keypad, and knobs were contaminated. Additionally, it was noted that both wires on the liquid crystal display (lcd) were pinched with wires exposed. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the hanger of the external pulse generator (epg) was broken. The epg has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event. It was further reported that the returned epg subsequently tested out of specification during manufacturer¿s analysis.